Event description:
It was reported "pump glitches". There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.